Manufacturer narrative:
Information not provided. Reporter address not provided. Reporter occupation not provided. The 3m analysis suggested that this adverse event may be associated with skin stripping. However, we are filing this adverse event as a burn based on the information reported by the hospital. End of report.

Event description:
A hospital employee in (B)(6) reported a 9165 3m¿ universal electrosurgical patient plate was applied to a patient's right calf during a pericardial window procedure. The patient allegedly experienced a burn on the right calf, slightly larger than a fifty-cent coin. Skin was reportedly peeled from the burn area when the patient plate was removed. Fucidin cream was reportedly used for treatment.